Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05027. Related manufacturer reference number: 2017865-2020-05032. Related manufacturer reference number: 2017865-2020-05033. It was reported that patient presented for follow up in clinic. It was noticed that patient had developed a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system as the physician is unsure of the root cause. The physician explanted the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead. The patient experienced no adverse consequences.